Manufacturer narrative:
(B)(4). The device was returned 03/31/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic low anterior resection, after firing the device on the rectum, the surgeon attempted to remove the device; however, the device did not come out, because the part of tissue was uncut as confirmed by scope. After resecting tissue with scissors, the device was able to be removed. All staples were normally placed on the tissue. A temporary colostomy was performed and the surgery completed. It was unknown whether reinforcement material was used. Last known patient status stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one premium plus ceea 28 instrument w/tilt-top opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.